Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the o-arm 1000 imaging system door would not open. After a spin was acquired, the door would not open with the pendant button or using the door over-ride. The pendant displayed door open even though the door appeared to be closed. The gantry cover was removed in order to check the optical door sensor; after re-aligning the door was able to be opened. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.